Event description:
Author reported event of "tube breakage" from journal article: "injection port and connecting tube complications after laparoscopic adjustable gastric banding", obes surg (2010)20:410-414 doi. 10.1007/s11695-008-9561-4.

Manufacturer narrative:
Taper unk. The product associated with this report will not be returned as the device was not explanted. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Multiple requests for further info have been made. Allergan has received no response from the authors at this time. Device labeling addresses the reported event of leak as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."